Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level (bg) was 200mg/dl. Reportedly, the customer believed the occlusion alarm was due to reusing the infusion set. Due to the occlusion alarm, the customer's bg level increased to 600mg/dl which led to an emergency room (ER) visit. While in the ER, the customer received manual injections as treatment. The customer was released from the ER in a stable condition.